Event description:
Patient was revised to address malpositioning of the cup (high cup angle) and pain. Update: (B)(6) 2012 - litigation papers were received. They allege that patient has experienced metallosis. The complaint was reopened to add the liner and head.

Manufacturer narrative:
(B)(4). **update** (B)(6) 2012 - litigation papers were received. They allege that patient has experienced metallosis. The complaint was reopened to add the liner and head. The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the provided product and lot combinations. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
It was confirmed that the right hip was revised and not the left.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records, it was stated that the patient was revised to address synovitis likely associated with metal-on-metal articulation. Revision notes stated that 2 screws were explanted with the cup.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.